Event description:
The report from the field indicated that: a leak occurred when drawing back negative pressure on a 3x13mm cypher stent delivery system. A visible crack approximately 1cm distal to the hub was noted. There was no attempt at inflation. There was no pt injury.